Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) and lead impedance warning were triggered for the right ventricular (rv) lead due to low impedance and oversensing. The lead was reprogrammed and is planned to be replaced. No patient complications have been reported as a result of this event.